Event description:
A nurse reported that a pt began taking coumadin 2.5 mg five days a week and 5 mg two days a week approx one year ago for atrial fibrillation and cva (cerebrovascular accident). On the morning of 11/30/94, her pt (prothrombin time) was 15.0 seconds using a test system monitor in the physician's office. The test was repeated using a second site, with a result of 18.6 seconds. The pt complained of nosebleeds of and on. Coumadin dosage was reduced to 2.5 mg qd. On the night of 11/30/94, she was admitted to the hosp via the ER (emergency room) for abdominal pain unrelated to bleeding. Pt was approx 50 seconds in the hosp lab. The nurse presumed that coumadin was discontinued. On the morning of 12/1/94, her pt was still approx 50 sec. A member of the hosp lab staff indicated that this pt's pts had been in the 40-50 sec range and that, as of 12/2/94, her pt was back down to about 20 sec. The monitor had been operated by the physician's office staff. Proper techniques and use of controls were confirmed with two of the staff nurses. One nurse indicated that the monitor is generally unplugged when used. She noted that when unplugged for less than 30 min, the monitor indicates that the battery is low. No other problems with the monitor were stated. She noted that there were no problems with any other pt. The other nurse stated that the physician has lost confidence in the monitor because of the lack of correlation between the monitor and the hosp lab pt results for this pt. A replacement monitor was provided and was confirmed to be performing properly. The monitor in question will be returned to the MFR for evaluation. 5/10/95 the nurse clarified that the pt had been taking coumadin since prior to 1989 for chronic atrial fibrillation. Protimes (prothrombin times, pts) were monitored monthly and had ranged from 17 to 19. On 11/30/94, the pt was 18.6 on a coumadin regimen of 2.5 mg qd with 5 mg on thrusdays. On 12/1/94, the pt was seen in the hosp for acute abdominal and flank pain with a pt of 56 and a ptt (partial thromboplastin time) of 111. Coumadin was held on that date, and vitamin k 10 mg was given im (intramuscularly). On the morning of 12/2/94, pt was 15.7, amd coumadin was resumed at 1.25 mg qd. Diagnosis at discharge on 12/2/94 was renal colic. The nurse reported that quality control checks on the monitor (11/30/94) and on the cartridges (date of test not provided) were "okay."